Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 810:03 was confirmed during product evaluation. The root cause of the reported problem was determined to be defective pump head module. Appropriate action was taken to correct the reported problem by replacing the pump head module. This is involving a pump with software version 5.04.00 which is categorized as unremediated. A device history review was performed with no exceptions found during manufacturing.

Event description:
The facility reported a colleague infusion pump with a failure code of 810:03. This condition had the potential to interrupt delivery. It is unknown when this condition occurred, however it is known to have occurred in the biomedical service department. There was no report of patient/user involvement, injury or medical intervention. The user interface module software version of this pump is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.